Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), pelvic pain ("pain") and genital haemorrhage ("persistent bleeding/abnormal bleeding (general)") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 1999, (B)(6) 2003 and (B)(6) 2011), anxiety disorder, depression, blood cholesterol abnormal in september 2010 and herpes labialis. She denied dyspareunia, urinary frequency, urinaryretention, pelvic pressure, bloody stools, fever, melena, vaginal discharge, skeletal pain, back pain, and pelvic pain. Previously administered products included for an unreported indication: valium. Concurrent conditions included obesity, uterine bleeding, vaginal discharge, uterine leiomyoma, constipation, nausea and back pain. Family history included colon cancer (uncle), heart disease, unspecified (grandmother (maternal) and blood pressure high (grandmother (maternal). Concomitant products included medroxyprogesterone acetate (depo-provera) for bleeding prophylaxis as well as hydroxyzine since 2012 and paracetamol (tylenol regular) since 2012. On (B)(6) 2012, the patient had essure inserted. In july 2012, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches") and allergy to metals ("nickel allergy"). In june 2013, the patient experienced weight increased ("weight gain"). On (B)(6) 2014, 2 years after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In november 2014, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2016, the patient experienced cerebrovascular accident ("stroke"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal/left abdominal pain"), dysmenorrhoea ("severe painful mensa"), back pain ("lower back"), eye swelling ("eyes swollen"), eye pruritus ("eyes red itchy"), ocular hyperaemia ("eyes red itchy"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and urticaria ("hives"). The patient was treated with norethisterone acetate (aygestin), morphine, ibuprofen, cyanocobalamin-tannin complex (b12), surgery (on 18-may-2017 had full hysterectomy leaving ovaries.) And surgery (surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, dysmenorrhoea, back pain, eye swelling, eye pruritus, ocular hyperaemia, migraine, tooth disorder, cerebrovascular accident, weight increased, urticaria and allergy to metals outcome was unknown and the genital haemorrhage, headache, fatigue, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, allergy to metals, back pain, cerebrovascular accident, dysmenorrhoea, eye pruritus, eye swelling, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, ocular hyperaemia, pelvic pain, tooth disorder, urticaria, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.9 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2011: negative. Hysterosalpingogram - on (B)(6) 2012: positive . Pap smear was done. On (B)(6) 2012, hysterosalpingogram revealed no filling of either fallopian tube consistent with obstruction of the fallopian tubes bilaterally by the essure devices. On (B)(6) 2013, ultrasound scan vagina revealed the uterus measured 6.4 x 3.5 x 4.0 cm. The endometrial stripe measured 4 mm. The ovaries were not visualized due to overlying bowel gas. Transvaginal exam was performed for greater anatomic detail. Transvaginal exam: the uterus was anteverted measuring 7.6 x 3.9 x 4.7 cm. A 2.6 x 1.8 x 2.6 cm fibroid is seen in the posterior myometrium. The endometrial stripe measures 4 mm. The right ovary measures 2.6 x 1.6 x 3.0 cm. A 1.8 cm dominant follicle was seen in the right ovary. The left ovary measured 2. 6 x 1.6 x 1.9 cm. Blood flow was demonstrated to both ovaries. No free fluid was seen. Negative pelvic ultrasound. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to con firm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. No batch number was reported therefore a technical batch investigation is not possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 16-may-2018: pfs was received: the indication of essure was reported as permanent birth control by bilateral occlusion of the fallopian tubes. The event nickel allergy (onset date jul-2012) was added. The start date of events dental problem and weight gain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), pelvic pain ("pain") and genital haemorrhage ("persistent bleeding/abnormal bleeding (general)") in a 34-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 ((B)(6) 1999, (B)(6) 2003 and (B)(6) 2011), anxiety disorder, depression, blood cholesterol abnormal in (B)(6) 2010 and herpes labialis. She denied dyspareunia, urinary frequency, urinaryretention, pelvic pressure, bloody stools, fever, melena, vaginal discharge, skeletal pain, back pain, and pelvic pain. Previously administered products included for an unreported indication: valium. Concurrent conditions included obesity, uterine bleeding, vaginal discharge, uterine leiomyoma, constipation, nausea and back pain. Family history included colon cancer (uncle), heart disease, unspecified (grandmother (maternal) and blood pressure high (grandmother (maternal). Concomitant products included medroxyprogesterone acetate (depo-provera) for bleeding prophylaxis as well as hydroxyzine since 2012 and paracetamol (tylenol regular) since 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). On (B)(6) 2014, 2 years after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced cerebrovascular accident ("stroke"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal/left abdominal pain"), dysmenorrhoea ("severe painful mensa"), back pain ("lower back"), eye swelling ("eyes swollen"), eye pruritus ("eyes red itchy"), ocular hyperaemia ("eyes red itchy"), tooth disorder ("dental problems"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), weight increased ("weight gain") and urticaria ("hives"). The patient was treated with norethisterone acetate (aygestin), morphine, ibuprofen, cyanocobalamin-tannin complex (b12), surgery (on (B)(6) 2017 had full hysterectomy leaving ovaries.) And surgery (surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, dysmenorrhoea, back pain, eye swelling, eye pruritus, ocular hyperaemia, migraine, tooth disorder, cerebrovascular accident, weight increased and urticaria outcome was unknown and the genital haemorrhage, headache, fatigue, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, back pain, cerebrovascular accident, dysmenorrhoea, eye pruritus, eye swelling, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, ocular hyperaemia, pelvic pain, tooth disorder, urticaria, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.9 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2011: negative hysterosalpingogram - on (B)(6) 2012: positive pap smear was done. On (B)(6) 2012, hysterosalpingogram revealed no filling of either fallopian tube consistent with obstruction of the fallopian tubes bilaterally by the essure devices. On (B)(6) 2013, ultrasound scan vagina revealed the uterus measured 6.4 x 3.5 x 4.0 cm. The endometrial stripe measured 4 mm. The ovaries were not visualized due to overlying bowel gas. Transvaginal exam was performed for greater anatomic detail. Transvaginal exam: the uterus was anteverted measuring 7.6 x 3.9 x 4.7 cm. A 2.6 x 1.8 x 2.6 cm fibroid is seen in the posterior myometrium. The endometrial stripe measures 4 mm. The right ovary measures 2.6 x 1.6 x 3.0 cm. A 1.8 cm dominant follicle was seen in the right ovary. The left ovary measured 2. 6 x 1.6 x 1.9 cm. Blood flow was demonstrated to both ovaries. No free fluid was seen. Negative pelvic ultrasound. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to con firm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. No batch number was reported therefore a technical batch investigation is not possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 27-feb-2018: new events added- migraines / headaches, dental problems, stroke, fatigue, pain, abnormal bleeding (vaginal, menorrhagia), perforation (fallopian tube(s), weight gain and hives. Historical conditions, concomitant conditions, concomitant conditions and concomitant drugs added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a (B)(6)-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal"), dysmenorrhoea ("severe painful mensa"), back pain ("lower back"), eye swelling ("eyes swollen"), eye pruritus ("eyes red itchy") and ocular hyperaemia ("eyes red itchy"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, back pain, eye swelling, eye pruritus and ocular hyperaemia outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, eye pruritus, eye swelling, genital haemorrhage, ocular hyperaemia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to con firm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. No batch number was reported therefore a technical batch investigation is not possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 29-sep-2017: fup from summons: event pain, persistent bleeding and need for additional surgery added. Essure start and stop date updated. Action taken with drug updated with drug withdrawn. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.